Event description:
It was reported that a patient who underwent surgery at t3-l1 had the implants removed because of instrumentation without fusion 37 months post-op. It was reported that of the 3 junctions where a hook or crosslink was connected to a rod, 2 showed no corrosion and 1 showed surface discoloration.

Manufacturer narrative:
(B) (4) (non-union). Literature article citation: tsutomo et al. Corrosion of spinal implants retrieved from patients with scoliosis. Journal of orthopedic science 2005; 10:200-205. A review of the device history records for this device was not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.